Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis and testing of 1opened quick serter showed that it failed per inspection, due to excessive glue on the barrel walls.

Event description:
It is reported that a customer has been receiving bad sensor alarms on their insulin pump. The patient's blood glucose was 80 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer also received calibration errors. The customer was sent a new sensor. The customer will send the old sensor back for analysis. The customer also had issues with their quick sets being stuck n the serter. No further information was provided.